Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that both atrial and ventricular leads experienced a lead warning and polarity switch. Diagnostics showed 28 low impedance paces. The patient had a fall back in (B)(6) 2010. The leads are still in use. No patient complications have been reported as a result of this event.